Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? When was the mesh implanted initially? What was a reason for laparoscopic removal of retropubic arms of tvt in 2015? Does the surgeon believe there was a deficiency of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to the event? Product code and lot #?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. In 2015 the patient underwent a removal of retropubic arms of mesh laparoscopically. Additional information has been requested.